Event description:
A customer contacted beckman coulter inc. (Bec) stating that liquid was leaking under the access 2 immunoassay system. The customer noted that the liquid was coming from the right hand side of the instrument. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) had the customer pause and stop the instrument and open cover and inspect the instrument. The customer noted a small pool of liquid in the right hand side of the instrument and a pool of liquid in the probe wash tower. Cts generated a service request and a field service engineer (fse) was dispatched on-site (B)(4) 2011. Fse noted fluid leak under instrument and event log messages logged as 'vacuum under limits'. Fse observed that the vacuum pump had failed causing wash buffer to overflow from the wash tower and under the instrument. Fse replaced the vacuum pump and verified repairs per established procedures. The root cause for the leak is attributed to the vacuum pump failure. (B)(4).